Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown, however, reported to be approximately six months before the procedure date). According to the complainant, during a replacement procedure on (B)(6) 2012, when the physician attempted to withdraw the placed device, the internal bolster detached and fell into the patient's stomach. The physician removed the detached bolster endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age is unknown, however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown, however reported to be approximately six months before the procedure date). According to the complainant, during a replacement procedure on (B)(6), 2012, when the physician attempted to withdraw the placed device, the internal bolster detached and fell into the patient's stomach. The physician removed the detached bolster endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was found to be closed. The external bolster was located at the 3 cm mark and was without issue. The y-port was without issue. An examination of the internal bolster found the inner diameter surface to be torn. There were no voids or defects found in the internal bolster that might have contributed to the failure. The tubing and internal bolster did not present evidence of material degradation during implantation. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. During the physical evaluation it was found that the tubing was intact. The internal bolster was found to be partially separated from the device. The internal bolster appears to have had been securely molded to the tubing. The bolster failure appeared to have occurred while undergoing shear force during use. Bolster most likely detached due to excessive force being used during removal of the device causing the tubing to fail and bolster to detach. Therefore, the most probable root cause is operational context.